Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear. Blood glucose was reported to have increased to 454 mg/dl. The patient described repeated transitions between automated and manual modes, with an automated delivery restriction alert noted. The following morning, the patient measured blood glucose via fingerstick and observed the elevated reading, and subsequently developed symptoms including vomiting, prompting her to seek medical attention. She was admitted to the hospital with a diagnosis of diabetic ketoacidosis and a stomach infection. Treatment during hospitalization included intravenous insulin, fluids, and antibiotics. The patient remained hospitalized for approximately two and a half days and was discharged on (B)(6) 2026.